Event description:
This companion driver caddy was not in use by a pt. The companion driver caddy is a small cart with wheels into which the companion 2 driver docks. It is designed to facilitate mobility of stable pts while in the hospital. The caddy can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that when companion 2 drivers were docked into the companion driver caddy, external ac power was not recognized. When the drivers were docked into other companion driver caddies, external ac power was recognized. He also reported that the power cord was checked to make sure that it was fully inserted into the caddy.

Manufacturer narrative:
This alleged failure mode poses a low risk to a pt because the issue was observed when the companion 2 driver and companion driver caddy were not in use by a pt. In addition, it would not present the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and an internal, emergency battery. An investigation will be conducted by syncardia and the results will be provided in a supplemental MDR.